Event description:
It was reported that the unspecified bd pen needle cannula was broken. The following information was provided by the initial reporter: "rear cannula end is broken".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter address 1: (B)(6). Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation summary: customer returned one (1) used 32g x 4mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported rear cannula end is broken. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. Investigation conclusion: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.